Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during peritoneal dialysis therapy without an alarm. This event occurred during the initial drain while the patient was connected. The patient stated that there were big air spaces in both patient and patient extension line. There was nothing found during troubleshooting that would cause or contribute to the air in line. The technical service representative assisted the patient in ending therapy, and reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.